Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's glucose reached 19 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours. The patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.